Event description:
While removing separator from loop, separator was "sticking" and when removed it had a kink in the distal segment.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14638). All appropriate inspections were completed per process monitoring requirements of 100% inspections were required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.